Event description:
Additional information received indicated the patient underwent surgical intervention on (B)(6) 2021. Due to scar tissue the lead could not be explanted. As result, an additional lead was implanted to provide effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient started experiencing ineffective therapy after an unrelated fusion surgery. X-rays revealed that the patient's l4 lead had migrated. As result, the patient may undergo surgical intervention to address the issue.